Event description:
It was reported that the device exhibited inappropriate measured data. Interrogation revealed a measured battery impedance of <1 kohms with both the measured voltage of 2.63 v and the real time battery voltage of 2.60 v. The current drain remained constant at 19 ua. Recalibration of the data did not correct the impedance. Further attempts were ruled out because the patient could not tolerate asynchronous pacing.